Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to bacterial infection. Reportedly, the patient had an incisional irritation and came into the clinic for a follow-up checkup after reporting a red bulge overlying the device incision that was warm to touch. The patient denied wound opening, drainage or fever. There were no additional adverse patient effects reported. This crt-d remains in service.